Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the MRI showed 2 small tears in the rotator cuff area of their left shoulder. Physical therapy was not completely successful. Complete recovery may still be possible. Did not have any pre-existing shoulder complaints since 2010. There was no complications during or immediately following implant procedure, not until they were off 24 hours of meds. They had trouble sleeping on their left side and a bruised showed up on their upper right arm on the inside. The patient stated they were out before they took them off the gurney and turned them over to place them on high pillows. In march, they had scheduled both and shoulder MRI's. Pt in may. Not currently receiving effective therapy for indicated symptoms - a shot may be necessary or more pt. Issue not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device .the patient reported that their recharger didn't seem to be working right. The patient stated that they have to "wiggle" or manipulate the button to the right to get it to turn on. The patient reported that the recharger will turn off by itself during recharge sessions despite being sufficiently charged, and that it has been happening ever since they were implanted. More recently, the patient stated the recharger would not connect to ins when it was over their underwear. The patient has had to place the recharger directly on the skin, which caused them to feel like they were getting "zapped." The patient has been able to get connected to a piece of paper between the recharger and the skin. When asked, the patient stated they tried using their belt but stopped because the recharger would lose connection when they leaned forward. When asked, the patient stated that it sometimes took a while for the communicator  to connect to the ins. The patient did report that one time they felt a little "zap" from it. The patient did not want a new communicator. The patient indicated they were currently in physical therapy for their shoulder because they believed their rotator cuff was torn during the implant procedure. Since the implant, patients have had a difficult time using their left hand due to a shoulder issue, which has made it difficult for them to manipulate the communicator. The patient indicated they did not have the same issue with the recharger because it was bigger and easier for them to hold. The patient then stated that the most recent recharging session took an hour and a half to fully charge without connection issues. While on the phone, the patient confirmed that the battery indicator light was fully green and that they were able to connect and charge their implant. The agent asked the patient to connect with the recharging app, and the patient confirmed that their implant is at 80% and they are recharging with an excellent connection. No error messages appeared. The recharger battery was at 100%. The patient did indicate they accidentally turned their recharger off during the call, but he doesn't think it has been accidental all this time because it is difficult for them to turn it off. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger with a new kit.